Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed multiple kinks along the shaft between 70.5cm-74cm, the microscopic examination revealed two pinholes one at 10.5mm from the tip and the second at 125mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are two pinholes in the balloon causing the rupture as well as multiple kinks on the shaft.

Event description:
It was reported that the balloon burst. Vascular access was obtained via femoral artery with a 6f sheath and a placement of non-boston scientific guidewire. The 85% stenosed target lesion was located in the moderately tortuous lower extremity arterial occlusion. The 6f sheath reached the lesion and determined the angiography. A v-18 hydrophilic wire was advanced with the 2.5mm x 120mm x 150cm sterling sl balloon catheter for dilation. However, the balloon could not dilate and was quickly removed from the patient. The normal saline was used to detect the issue, and found the balloon was bubbling, leaking gas and could not dilate, but no visible pinhole was noted. It was determined that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient's condition following procedure was stable.

Event description:
It was reported that the balloon burst. Vascular access was obtained via femoral artery with a 6f sheath and a placement of non-boston scientific guidewire. The 85% stenosed target lesion was located in the moderately tortuous lower extremity arterial occlusion. The 6f sheath reached the lesion and determined the angiography. A v-18 hydrophilic wire was advanced with the 2.5mm x 120mm x 150cm sterling sl balloon catheter for dilation. However, the balloon could not dilate and was quickly removed from the patient. The normal saline was used to detect the issue, and found the balloon was bubbling, leaking gas and could not dilate, but no visible pinhole was noted. It was determined that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient's condition following procedure was stable.